Event description:
Study data reported: "gastrointestional leak"

Manufacturer narrative:
The product associated with this report has not yet been returned. Pending additional information from the reporter, the connector type is assumed to be a taper ii and the manufacturer site has been defaulted to bioenterics. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received this product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."